Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, the device appeared bloody, no kinks noted on the catheter. No specific anomalies were noted. During the functional evaluation of the device, the balloon was inflated with an in-house presto inflation device, during the inflation water leaked form the pinhole ruptured region of the balloon. The balloon fibers were stripped then the pinhole rupture was noted under the microscopic observation. Therefore, the investigation for the reported balloon rupture has been confirmed as the water starts leaking from the pinhole ruptured region of the balloon during the inflation. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2023), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.